Manufacturer narrative:
Follow-up 08/04/2016: contact reported that the customer reinstated use of the pump after the hospitalization, and has been doing well. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 680 (mg/dl) and diabetic ketoacidosis. While in the hospital, customer was treated with intravenous insulin and a temporary basal insulin rate was set by their health care provider. Customer was released from the hospital after one day.